Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: spinal stenosis type of procedure or technique used: lumbar fusion it was reported that the torque driver did not limit the torque, causing implant to strip during surgery. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: functional evaluation with two sample crosslinks were able to achieve torque limit (2 separate "clicks") without deformation or stripping of associated hex. The instrument appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.